Event description:
It was reported that during a ptca stenting procedure, a stent fracture occurred. The lesion was located in the moderately calcified and tortuous left anterior descending (lad) coronary artery. The lesion was predilated using a 2.5mm maverick balloon catheter. Difficulty crossing the lesion with the liberte' stent was reported. The physician attempted to pull the stent back into the guide catheter. The stent caught on the guide catheter and fractured inside the guide catheter and became lodged proximal to the catheter hub. The stent was successfully removed together with the guide catheter as a unit. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "okay".